Event description:
A family member reported that the ok keypad button is intermittently unresponsive. She denied physical damage to the rubber keypad; denied exposing the pump to water; reported that the patient cleans the pump with alcohol; and stated that the patient wears the pump in a case.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/21/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Investigation revealed that the ok button contact was inverted, and the up arrow and down arrow button contacts were misaligned.